Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
A dreamstation auto device was returned to the third party service center as part of the recall process with no initial complaint. During servicing of the device, it was found that the power connector of the unit is corroded and also found other contamination of dust or dirt inside the device. There was no report of patient harm or injury. The device has been scrapped as per customer request.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.